Manufacturer narrative:
The crep reagent lot number was 72954001 with an expiration date of 31-mar-2024. On the morning of the event, the qc was not acceptable and the alarm trace showed a calibration alarm. The customer uses a 3rd party qc. The pre-analytics checklist showed that the 13 mm tube was in use but the tube adaptor was not. The field service engineer found that the cell rinse tube was damaged. He replaced the cell rinse tube. The investigation determined that the root cause was consistent with a maintenance issue. The service actions (replacing the cell rinse tube) resolved the issue.

Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with creatinine gen.2 (crep2) assay on a cobas 8000 c702 analyzer. Initial result: 9.94 mg/dl. The physician questioned the result as it did not match the patient's clinical diagnosis and requested a new sample to be drawn and tested. 1st repeat result: 1.15 mg/dl (new sample). The original sample was then rerun and resulted in a crep2 value of 1.11 mg/dl.